Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of high out-of-range shock lead impedance measurements was not determined and they could not replicate the issue. A lead integrity test via commanded shock was not done. Hence, the physician will continue to monitor the patient via remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
---

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed non-sustained ventricular tachycardia (nsvt) episodes which appeared to be appropriately detected and no therapies were delivered. The device remains in service. No adverse patient effects were reported.